Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of dislodged instrument proximal clevis to be related to the customer reported complaint. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Probable root cause of the failure mode dislodged instrument proximal clevis is attributed to applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument get stuck in a strange position where they are sharply angled in the instrument's wrist. The scissors cannot be removed from their trocar but are stuck fast. An emergency key is used to try to loosen the instrument, but it is stuck fast. Finally, the entire instrument is removed from the robot and they are forced to break the scissors straight to get them out of the port. No fragment fell into the patient. There was a delay of 15 to 30 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.